Manufacturer narrative:
The reported event of interrogation issue was confirmed. Based on the information provided, it was determined that the magnet was not detected, so therefore the magnet-based advertising was not triggered during the initial attempt to interrogate. It was determined that the magnet was either not placed in the correct position or was not placed long enough for magnet-based advertising to begin in order for the programmer to detect the device. The device was performing per design.

Event description:
It was reported that the patient presented after an implant procedure. It was noted that the implantable cardiac monitor (icm) exhibited interrogation problem. No intervention was performed. The condition of the patient is unknown.

Event description:
Additional information received indicated that the implantable cardiac monitor (icm) interrogation problem was noted at the beginning of the procedure. The icm was not used, and the physician implanted a replacement icm. The patient experienced no consequences.